Manufacturer narrative:
Per internal review on 4-oct-2024, it was discovered that the product receipt information was mistakenly omitted from the previous initial report. As a result, section d9 has been updated on this supplemental report. Additionally, the product investigation was completed on 4-oct-2024 for the received device. It was reported that a patient underwent a supraventricular tachycardia (svt) ablation procedure with a preface® guiding sheath with multipurpose curve and the sheath would not allow the physician to draw blood. When the sheath was replaced, the issue was resolved. No patient consequences were reported. Device evaluation details: the product was returned to johnson & johnson medtech for evaluation. It was sent to cordis for further investigation. Visual, dimensional and functional tests of the returned device were performed following johnson & johnson medtech procedures. Visual inspection of the device revealed no issues or anomalies in the device. Dimensional analysis was performed, given measures were within specifications. Functional analysis performed correctly without anomalies or resistance issues, no water leakage or obstruction on flushing test were encountered. A device history record evaluation was performed for the finished device number 18290648, and no internal actions related to the complaint were found during the review. The complaint reported by the customer was not confirmed. Procedural and/or handling factors might have contributed to the condition reported since the device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event. The product analysis does not suggest that the reported failure could be related to the manufacturing process of the unit. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a supraventricular tachycardia (svt) ablation procedure with a preface® guiding sheath with multipurpose curve and the sheath would not allow the physician to draw blood. When the sheath was replaced, the issue was resolved. No patient consequences were reported.